Manufacturer narrative:
The calibration was valid, and the quality control (qc) was within range. The affected samples were centrifuged at 3500 rpm for 5 minutes. The limitations section of the instructions for use states: "performance characteristics have not been established for the assay used in conjunction with other manufacturers' assays for specific sars-cov-2 serological markers. Laboratories are responsible for establishing their own performance characteristics." "Results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods." "Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/nonreactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. MDR 1219913-2020-00605 was filed for the (B)(6) 2020 advia centaur xpt cov2g initial results. MDR 1219913-2020-00606 was filed for the (B)(6) 2020 advia centaur xpt cov2g initial result. MDR 1219913-2020-00607 was filed for the (B)(6) 2020 advia centaur xpt cov2g initial results. MDR 1219913-2020-00609 was filed for the (B)(6) 2020 advia centaur xpt cov2t result.

Event description:
A customer tested 5 different patients with advia centaur xpt sars-cov-2 igg (cov2g) and advia centaur xpt sarscov-2 total (cov2t). The customer obtained initial and repeat nonreactive (negative) advia centaur xpt sars-cov-2 igg (cov2g) results for all patients on different days which were considered discordant when compared to the reactive (positive) results from the alternate methods. The sample results with the advia centaur xpt sars-cov-2 total (cov2t) assay were reactive (positive) for four patients and nonreactive (negative) for one patient. Three of the five patients had detected pcr results. The discordant results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant (negative) results.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00608 on december 4, 2020. Additional information - 12/07/2020: siemens healthcare diagnostics has concluded its investigation of advia centaur xpt sars-cov-2 igg (cov2g) discordant non-reactive (negative) results. Siemens reviewed the assays being tested on the same instrument as cov2g and cov2t and compared the finding with the table in customer bulletin #(B)(4), rev. A , random access capability for sars-cov-2 total (cov2t) and sars-cov-2 igg (cov2g). The table states that when using advia centaur xpt cov2g with software version 1.3.1 and higher and test definition 1.1 and higher in conjunction with zikaab, probe wash 3 is required. The customer is not running zikaab on the same instrument with cov2g. Advia centaur xpt cov2g and cov2t assays may not always correlate. The cov2g method measures igg antibodies and the cov2t method detects igg and igm antibodies. The cov2t method is more sensitive than the cov2g method. There is not an expectation the siemens advia centaur xpt cov2g assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. The limitations section of the instructions for use states the following: "a nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." Based on the information provided, advia centaur xp cov2g is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. MDR 1219913-2020-00605 was filed for the (B)(6) 2020 advia centaur xpt cov2g initial results. MDR 1219913-2020-00606 was filed for the (B)(6) 2020 advia centaur xpt cov2g initial result. MDR 1219913-2020-00607 was filed for the (B)(6) 2020 advia centaur xpt cov2g initial results. MDR 1219913-2020-00609 was filed for the (B)(6) 2020 advia centaur xpt cov2t result.